Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation of the device is completed.(B)(4),

Manufacturer narrative:
(B)(4). The customer reported a pericardial effusion in conjunction with this unit. The affiliate reported that the customer was using 2ml/min flow rate while ablating instead of 30ml/min. The overseas affiliate for bwi confirmed that the event was not related to any malfunction of this equipment and was attributed to user error. The settings used by the physician were not the recommended settings for the unit and this information was provided to the customer by the affiliate for customer education. The unit was sent to the repair facility for preventative measures where the unit was tested for safety and functionality and was found acceptable. The device history record for stockert 70 rf generator, catalogue # s7036, serial # (B)(4) was performed and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that thirty minutes after a radical a-fib surgery was completed, a pericardial effusion was observed by chest echo. Drainage and coronary angiography were performed. Patient was hospitalized for several days. Patient has fully recovered and was discharged from the hospital. Patient prognosis was satisfactory. During the ablation it was found that the irrigation flow became low (2ml/minutes). The catheter temperature sensor was displayed as over 40 degrees celsius shortly at 10-15 watts. Ablation was stopped and the devices were checked. Approximately 30 seconds x 7 points of ablation were completed by then. After rebooting of the high-frequency output apparatus and the pump, the devices operated without problems.